Manufacturer narrative:
Date of event was approximated to 09/01/2025, based on the date the manufacturer became aware of the event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the procedure this fiber broke. The procedure was completed with a different fiber. There were no patient complications.

Event description:
It was reported that during the procedure this fiber broke. The procedure was completed with a different fiber. There were no patient complications.

Manufacturer narrative:
Correction to block e1: initial reporter phone. Block b3: date of event was approximated to 09/01/2025, based on the date the manufacturer became aware of the event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported broken fiber cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.